Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, customer thinks the insulin pump is not delivering the correct amount of insulin when the reservoir reaches 140 units. Customer tends to have unexplained high blood glucose levels. Blood glucose was 414 mg/dl treated with manual injection, currently 245 mg/dl. Troubleshooting was performed and it was determined the drive support cap was flushed. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. Customer also mentioned she had experienced high blood glucose of 521 mg/dl on friday treated with manual injections and it lowered to 66 mg/dl.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.